Event description:
It was reported that in 2008, the intra-aortic balloon (iab) was inserted via sheath in the right femoral artery. Pt was then transferred to the operating room (or). There were no complications at this time. Four days later, pump alarmed, "kinked catheter/partially wrapped iab/possible helium loss." The next day, pump alarmed the same (kinked catheter / partially wrapped iab / possible helium loss); at this time, pt was "already being weaned in 1/2 ratio." The "augmentation was not ok." The iab was retracted =/-1cm; however, the pump continued to alarm. The staff "kept the pump pumping." In the afternoon on the same day, a "high pressure alarm"alarmed. The "pump stopped, but the iab could not be removed." The pt was sent to the or to remove the iab. Another iab was not inserted. Strips were generated, but are not available for review. X-rays were performed, but when asked if we can review them we are told "I suppose."

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.